Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's tremors returned 2-3 days ago. Manufacturer representative (rep) checked implantable neurostimulator (ins). Stim was on, battery status was ok. Today rep checked ins and saw battery was at 2.85v which seemed strange. In reviewing, patient's typical ins replacement schedule for the past 4-5 devices has been right around 3 yrs. Current ins reached 3 years in (B)(6) 2023 with the expectation that ins should be close to eri at this point. Rep reports no impedance issue and that patient's hasn't had tremors for the past 10 mins while in the office. Attempted interrogation twice with clinician programmer and battery voltage came back at 2.85v, re-ran impedances and values were almost identical as the first time. There were no alerts/messages when rep interrogated the device. Technical services (ts) can only figure that somehow the ins got turned off and somehow interrogating the ins turned it back on. Ts asked rep to get json file and session reports from today to see if we can see anything special. CT scan was conducted today to see if there was anything wrong with the patient or system. Results unknown at this time. Reviewed with this bat tery voltage patient still has time left to their battery but until we can see some reports and data, it will up to the healthcare provider (hcp) to make decision for next step. Rep confirmed that patient is not and has not used the patient programmer for some time so we can rule out the patient accidently turning off therapy. Attempted a longevity check with the following settings: group b1: 3+1- 2.4v 90pw 125hz, 1445 ohms; b2) c+2- 1.0v 60pw 125hz, 745 ohms. Follow up with engineering needs to done to confirm information. Ts will follow up with rep once json or files are sent in. Additional information received from the manufacturer¿s representative (rep) reported the device wasn¿t off, it was on based on the initial check. The question was why the battery showed 2.85 volts even though all the past neurostimulators lasted around 3 years and they were one month over that with all impedances normal. The patient did have a return in tremors on the right body side. There was no conclusion as to why the battery showed 2.85 volts and the patient was symptomatic. Log files from the device were sent which showed group b1: 3+1- 2.4v 90pw 125hz 1445 ohms; b2: 1.0v 60pw, 125hz 742 ohms. Eri: 4.36 yrs, eos: 4.61 yrs. Looked at other values for longevity and found those longevities to be more in line with the patient¿s previous devices. After reviewing current programming past programming was also reviewed which would have given the patient an extended longevity with noting there could be something intermittent that was causing the therapy issue and return of symptoms, but there was no ¿stimulation off¿ time period.